Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that the meter was displaying an error 8 and segments appeared faded. The customer installed new batteries and the issue still persisted. A display test was performed and segments were missing from the results field.

Manufacturer narrative:
The customer's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.